Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was dislodged and was exhibiting high capture threshold and poor r-wave amplitude sensing. The physician elected to reposition the lead. During procedure it was noted that the helix failed to extend. The procedure was completed by explanting the rv lead and implanting a new rv lead. The patient was in stable condition.